Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that he had seen health care provider (hcp) on (B)(6) 2015 and he was reprogrammed. It was indicated that he had fallen twice on vacation. He had cvr (cerebral vascular resistance) a day prior with specific order from the hcp. Cvr was reviewed by hcp and no broken in wiring was found.

Manufacturer narrative:
(B)(4) .

Event description:
A consumer reported that the patient whose indication for use is parkinson's dual and movement disorders had been feeling a tingly sensation for a week and a half prior to (B)(6) 2015. The patient's right hand has had tremor for the past week and a half also. This was considered sudden in nature, starting in (B)(6) 2015. Further follow-up is being conducted to obtain information about the circumstances that had led to the event and steps taken to resolve the issue. If additional information is received a supplemental report will be initiated.